Manufacturer narrative:
Evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2016. (B)(4).

Event description:
A surgeon reported a lens that was exchanged due to blurry vision caused by postoperative astigmatism following an intraocular lens (iol) implant procedure.

Manufacturer narrative:
Product evaluation: the customer indicated the use of an approved cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A viscoelastic was indicated which is not qualified for this lens/cartridge combination. The product investigation could not identify a root cause. The iol was exchanged for a different lens model and half a diopter difference in power. (B)(4).